Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted the therapy had stopped in an arctic sun device due to a probe/cable issue. Alarm 14 (patient temperature 1 probe out of range) and only dashes in patient temperature (pt). Moved foley probe to bedside and there was also no reading there. That was a medline foley they would replace the catheter and if they continue to have issues call back. Per follow up information received via phone on 12jun2024, it was reported that after switching out the foley temperature probe there was no further issues. Nurse reports that therapy was completed and there was no impact to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted the therapy had stopped in an arctic sun device due to a probe/cable issue. Alarm 14 (patient temperature 1 probe out of range) and only dashes in patient temperature (pt). Moved foley probe to bedside and there was also no reading there. That was a medline foley they would replace the catheter and if they continue to have issues call back. Per follow up information received via phone on 12jun2024, it was reported that after switching out the foley temperature probe there was no further issues. Nurse reports that therapy was completed and there was no impact to patient.